Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that once the cable from the system to the transceiver was replaced the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The transceiver cable was returned to the manufacturer for analysis. Analysis found there was cable damage and open in the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the touch functionality on the monitors was not working. The system was rebooted, but the issue was not resolved. After removing the panel, it was noticed that there were no lights on the transceiver. The manufacturer representative touched the power cable and the lights on the transceiver came on and the touchscreen was functioning. There was no patient present when this issue was identified.